Event description:
During order to discontinue PICC line from infant, the nurse removed PICC line dressing and noted that catheter separated from the lavender strain relief. The nurse successfully removed the catheter line and measured the correct line distance of 13cm. Line was saved for biomedical and manufacturer analysis.======================manufacturer response for peripherally inserted central catheter (PICC), l-cath (per site reporter).======================will return to manufacturer.what was the original intended procedure?PICC line removal.device #1is this a laboratory device or laboratory test?no.